Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, a thrombosis occurred. A 2.75x8mm promus stent and a 2.75x15mm promus stent were implanted in the right coronary artery (rca) and a 2.25x12mm taxus express2 atom stent was implanted in the 1st obtuse marginal artery (om). Four days later the patient returned with chest pain. Angiography revealed that all three stents were clotted off. The rca was treated with a 2.75x23mm stent and a 2.5x28mm stent overlapping the existing stent. Another stent was placed at the distal end of the rca. A 3.5x8mm non-bsc stent was placed in the 1st om. The procedure was successfully completed and no further patient complications occurred. Patient status is satisfactory.